Event description:
The issue was found during routine inspection by customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event:" gas leaking sound coming from inside the device". Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the gas leakage noise comes from the device due to the faulty 1st regulator unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the insufflator had a gas leak coming from inside the unit. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.